Manufacturer narrative:
The reported event of torque wrench tip damage was confirmed. Visual inspection of the device revealed a sheared segment of the wrench tip was found lodged in the right ventricular (rv) setscrew inset of the implantable cardioverter defibrillator (ICD). The condition is consistent with improper torque wrench insertion, in which the misaligned wrench was forced into the setscrew cavity, causing the corners of the hex wrench tip to bind against the inset walls and break off within the setscrew. A normal, fully functional torque wrench was returned with the ICD. This torque wrench exhibited no visible damage, deformation, or functional anomalies. The broken bit that found in the ICD¿s header was found to be not from the returned torque wrench. Header and torque wrench examination revealed no contamination, deformation, or any anomalies that would contribute to the reported issues.

Event description:
It was reported that during the initial implant procedure, the three set screws on the device header required loosening prior to inserting the leads. When tightening the final right ventricle (rv) set screw, the hex wrench was no longer able to engage and a detached portion of the hex wrench was overserved in the setscrew cavity of the header, resulting in the inability to further rotate the set screw and remove the rv lead from the header. The device was explanted and the rv lead was capped. The device and rv lead were replaced. The physician considered the prolongation of the procedure to be clinically significant. The patient was in stable condition.